Event description:
It was reported the asymptomatic patient presented during an in-clinic follow up. Upon interrogation, it was observed the atrial lead was exhibiting low impedance less than 200 ohms. The lead was capped on (B)(6) 2021 and replaced. Patient was stable.